Event description:
The patient reported that two of their v-go devices fell off. No specific event dates or lot numbers were provided. There are no devices available for return to the manufacturer for evaluation.